Manufacturer narrative:
Unable to determine the root cause of the issue as the customer has not returned the devices despite of multiple requests. A follow-up report will be submitted should the customer return the devices for investigation.

Event description:
It was reported an unspecified device issue "with pumps and channels even after switching them out." During a transfer to the coronary care unit (ccu) on multiple drips, the patient was intubated because their blood pressure dropped low ("at one point 40/p") and required a levophed drip, blood transfusion, propofol drip, and fentanyl drip. During another transfer to the ccu, "the pump failed again" and the patients' blood pressure "dropped from 110/p into the 80's/p."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
The customer experienced continued issues with pumps and channels even after switching them out. During a transfer to the coronary care unit (ccu) on multiple drips, the patient was intubated because their blood pressure dropped low (at one point 40/p) and required a levophed drip, blood transfusion, propofol drip, and fentanyl drip. During another transfer to the ccu, the pump failed again and the patients blood pressure dropped from 110/p into the 80's/p.